Event description:
Customer reported the v series monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit, but could not duplicate the problem. The unit's docking station and internal connections were reseated. Unit was calibrated and tested to factory's specifications.